Event description:
It was reported that customer had air bubbles at top of reservoir. It was initially thought that air bubbles were due to insulin, but healthcare professional confirmed that it was not from insulin. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller states they will call back when issue re-occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.